Event description:
On 4/17/92 a patient returning from surgery coded and had to have defibrillation performed to stabilize. The patient was defibrillated several times and did stablize. Nurses complained of too much time between uses due to defibrillator not being charged up and ready. The defibrillator has been checked by biomedical engineering and found tobe o.k. The device is on hold pending further testinginvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.